Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the navigation system. On-site visual and functional testing were completed on the system. The system performed as intended. The site had replaced the cable prior to the system check-out by the manufacturer representative. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the axiem controller was no longer communicating with the system. Damage was noted with the cable. There was no patient present when this issue was observed.